Event description:
The lead was returned for analysis after the ICD was changed out for normal battery depletion. The lead subsequently tested out of specification during mfg's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary lfj052903v defib conductor fracture (overstress). The rv cable is fractured in the connector leg at the distal end of the strain relief coil; full lead returned for analysis.